Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It was reported that the patient¿s anatomy was narrow and had calcified plaques. During the procedure, the physician advanced a pod pc into the target vessel using the lantern. However, after advancing approximately 15 cm of the pod pc, the physician experienced resistance and the pod pc would not take its intended shape. The physician was unable to pack the rest of the vessel, and therefore, the pod pc was removed. The physician then re-advanced the pod pc to the vessel using the lantern. However, after advancing approximately 30 cm of the pod pc, the physician experienced resistance again and the pod pc would not take its intended shape; therefore, it was removed and not used for the remainder of the procedure. It was noted that the physician felt the pod pc was stiff. The procedure was completed using other coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00057. Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and was not returned for evaluation. Conclusions: evaluation was unable to confirm the reported complaint because the embolization coil was not returned for evaluation. Further evaluation of the returned pusher assembly revealed that the pet lock and pusher assembly were fractured. These damages were not identified in the complaint and were likely incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of coil not taking its intended shape.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It was reported that the patient¿s anatomy was narrow and had calcified plaques. During the procedure, the physician advanced a pod pc into the target vessel using the lantern. However, while placing approximately 15 cm of the pod pc, the physician experienced resistance and was unable to pack the rest of the vessel; therefore, the pod pc was removed. The physician then re-advanced the pod pc to the vessel using the lantern. However, while placing approximately 30 cm of the pod pc, the physician experienced resistance again and was unable to pack the rest of the vessel; therefore, the pod pc was removed and not used for the remainder of the procedure. It was noted that the physician felt the pod pc was stiff. The procedure was completed using other coils and the same lantern. There was no report of an adverse effect to the patient.